Event description:
Plaintiff alleges contracting severe and irreversible type-1 latex allergy as a direct and porximate result of being exposed to latex gloves. Alleges that as a result of the allergy she has experienced physical injuries, pain and suffering, humiliation, loss of enjoyment of life. Lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.